Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 432 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised when they would bolus their blood glucose would continue to rise. Customer advised they are not sure if they saw air bubbles and that the bolus would not register in the bolus history. Customer was advised on how to get rid of the air bubbles.